Event description:
The catheter was placed in the cephalic vein of a dog patient. Upon removal of the needle, the catheter tubing kinked and the tip of the tubing snapped off. The cahteter piece followed the normal venous return, entered the heart and then lodged in one of the small end arterioles of the dog's lung. The dog is in good condition.